Manufacturer narrative:
On (B)(6) 2015 integra investigation completed. Method; failure analysis, device history evaluation. Results: failure analysis - complaint not confirmed. The fiber optic cable returned with the product was burnt but it is not the fused fiber optic cable that is sold with the mlx, not an integra cable. Additionally, the lamp is one from a bad lot needs to be replaced. Error code sequencing is out of order and the top cover is damaged on rh rear corner. Device history evaluation - nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history corrective action preventive action history: # (B)(4) excelitas lamp assemblies # (B)(4) failure of 00mlx lamp. Health hazard evaluation history: none. Conclusion: root cause of failure cannot be conclusively determined at this time. The probable cause for the burnt fiber optic cable is the cable returned is not integra recommended premium fused fiber optic cable. The lamp is part of a known lot of bad lamps. Plus, the control bd. Failed error sequencing, and the top cover rh corner is damaged

Event description:
Customer initially reports fiber optic cable burn. On (B)(6) 2015 customer reports that the device was plugged in and soon after turning it on there was a burning smell. Device and light cord replaced for procedure, no harm done. No further information available.

Manufacturer narrative:
The date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.